Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump displayed an error message and subsequently shut of. The customer was unable to turn the pump back on. The customer's blood glucose (bg) level was impacted (256 mg/dl). The customer stated a manual injection will be used to address elevated bg level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.